Event description:
It was reported in an article (bara, g., schu, s.,vesper, j. Infection rates of percutaneously implanted leads for scs after a trial phase: 6 years of follow-up (10608). North american neuromodulation society 19th annual meeting. 2015. 120.) That 10 patients with spinal cord stimulation (scs) experienced infections of the percutaneously implanted paddle lead requiring removal of the scs system. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).